Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 16.1-16.7cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. External insulation abrasion was noted at 17.5-17.8cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of noise. (B)(4).

Event description:
It was reported that the right ventricular lead was explanted and replaced during a device change out procedure due to noise and an isolated lead damage from the friction to the device. The patient was in a stable condition throughout the event.